Manufacturer narrative:
Beckman coulter customer technical support assisted the customer and advised to replace the sample probe, sample syringe, and wash syringe. The customer replaced the parts; however, the issue reoccurred. On (B)(6) 2019, beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au680 chemistry analyzer. The fse identified the failure mode as the sample probe inner wash valve. The fse replaced the sample probe inner wash valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4) attachment: [ (B)(4) MDR patient data summary.pdf]

Event description:
The customer reported the generation of erroneously low patient results on their au 680 instrument. The erroneous results were not reported out of the laboratory; thus, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer provided data for eleven (11) patients, seven (7) of these results were generated on 14 june 2019. The customer reported reoccurrence of the issue on (B)(6) 2019, and are addressed in beckman coulter internal identifiers (B)(4), respectively.